Manufacturer narrative:
The sample was received and evaluated. The device history record was not reviewed as no lot number was provided. The investigation confirmed the complaint. The inflation line of the returned device was inflated and in just a couple of minutes, it had lost a majority of the pressure. The line was inflated for a second time and then submerged in water. Bubbles were found to come from where the blue part of the inflation line had been inserted into the tracheostomy tube. Visual examination confirmed the tracheostomy tube had been pierced leaving a small hole through the air passage. We were unable to determine how or when the damage occurred.

Event description:
A report was received that alleges that the tracheostomy tube was deflating from a leak in the inflation line after an unknown amount of time in situ. Emergent replacement was required. No further incident related medical sequela was reported.